Event description:
It was reported that the mobile power unit (mpu) gave a yellow wrench code with an audible alarm for one week when the patient connected to it. The patient was advised to bring in the mpu to clinic for exchange. There was no adverse patient impact. The mpu had a v-lock connector on the alternating current (ac) power cord. It was not reported if the ac power cord had come loose at the wall outlet or from the back of the unit. It was not reported if there were any environmental circumstances that would have affected ac power at the time of the event. There were no log files were available as the site did not have the unit at the time. It was noted that the mpu would be brought back to clinic and returned later in the summer as the patient lived far away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported event of a yellow wrench code and an audible alarm activating on a mobile power unit (mpu) was unable to be confirmed. The heartmate mobile power unit (serial number 20356211) was not returned for analysis. Provided information stated that there was no adverse patient impact, the mpu has the v-lock connector, a new unit was provided to the patient, and no log files were available. The product was unable to be returned as it was going to be obtained at a later appointment in clinic. No additional follow-up attempts will be performed and if the product is received the investigation will be reopened. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) patient handbook, section 5 entitled ¿alarms and troubleshooting¿, and heartmate 3 lvas IFU with heartmate touch, section 7 entitled ¿alarms and troubleshooting¿, cover all alarms (including yellow wrench alarms) and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, and heartmate 3 IFU, section 8 - ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook and IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.